Event description:
Pt developed a left sided inguinal hernia after using the device for several weeks, and after one day of driving a lot. Due to recurrent stomach cramps, the pt had previously only been using the device intermittently for 2-3 hours at a time. The day of the event the pt noted significant scrotal swelling after use.